Event description:
The patient presented abdominal pain and vomiting. Patient underwent a band removal and partial gastrectomy due to ischemic stomach as a result of band slippage. The surgery was uneventful and the patient was transferred to the ICU for concern of sepsis due to peritonitis and extent of surgery. There have not been any further patient complications reported. Additional information regarding patient current status has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that the subject was seen for emergency surgery following band slippage and volvulus. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Device location unknown.